Manufacturer narrative:
The lead was returned after the patient's death. As received, a partial lead (only connector portions) was returned in three pieces for analysis. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.